Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was squirted out during the manual prime process and insulin pump had received compromised force sensor system alarm. The customer¿s blood glucose was 12.2 mmol/l. The customer stated that the cap at the end of the insulin pump came off and when customer put it back, the insulin pump was working. The customer also stated that the bottom end of the insulin pump had separated from insulin pump and it was no longer functional. The customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached or broken end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm and prime or fill anomalies due to detached or broken end cap. Device received with loose drive support disk, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.